Manufacturer narrative:
(B)(4). Date sent: 8/21/2023. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance.

Event description:
It was reported that a surgeon was performing a laparoscopic lobectomy. He fired a psee45a on the bronchus with a green reload. It was his second fire. Shortly after firing, the staples had open. Tissue was of regular thickness and there were no clips in the surrounding. No patient consequences reported.